Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 192 mg/dl. The customer's expected fasting blood glucose test result range is 105 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer as customer did not have test strips. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/26/2018 and open vial date is 12/09/2016. The meter memory was reviewed for previous test result history: the 161mg/dl (B)(6) 2017 12:38 pm fasting:yes, the 135mg/dl (B)(6) 2016 04:42 pm fasting:yes, the 145mg/dl (B)(6) 2016 05:49 pm fasting:yes, the 192mg/dl (B)(6) 2016 04:33 pm fasting:yes, the 167mg/dl (B)(6) 2016 02:07 pm fasting:yes. Memory concerns:192mg/dl.